Event description:
The ptfe pad nearly separated from the jaw at the end of total laparoscopic hysterectomy. There was no fragment inside the pt. The physician replaced the subject device with another device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, the subject device was not returned to olympus medical systems corporation for evaluation. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and deformed, and the pad separates from the jaw. This report is being submitted as a medical device report in an abundance of caution.